Event description:
A surgeon reported that during the surgical procedure to implant an intraocular lens (iol), he noted there was "tremendous vitreous pressure" and the lens vaulted forward. The surgeon reported the lens is currently decentered temporally by 1 mm. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).